Event description:
Abbott balloon nc trek 5.0mm x 12mm failed to deflate properly after post dilating stent. Deflated enough to be removed. No sheath and guide re-inserted to continue. Diagnosis for use: pci.